Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a leaking sound was coming from a tube. The smooth bore tubing was replaced, which resolved the reported issue. Pt was manually ventilated and switched to another ventilator. No pt harm reported.